Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that there had been issues with the catheter, and that the ¿tube was busted¿, and the healthcare provider (hcp) fixed it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the pump was being used to deliver bupivacaine and morphine. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The medication in the pump at the time of the event was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.